Event description:
On an unknown date, a patient in Israel underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. It was reported that the patient experienced stoma site redness treated by family doctor with unknown oral antibiotic. No cultures were performed. Device remains implanted.

Manufacturer narrative:
Catalog number in D4 is the international List number which is similar to US List Number of 062910.The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a PEG tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.